Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with insulin pump, manual injection. Customer stated insulin pump was died and also they received low battery alarm. Customer reported they put a new battery into the insulin pump and the insulin pump battery icon remained red. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer was not hospitalized but went to the emergency room. Per caller, auto mode was not used. Backlight timeout was set to greater than 15 seconds. There been more than 5 alarms per day. Insulin pump did not turn back on after reapplying battery and battery cap. Caller later called again and said insulin pump turned back on.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement test due to corroded battery tube. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.